Event description:
A customer reported to baxter (B)(4) of an interlink injection site in which nurse found debris of feces in the infusion set after patient accidentally defecated on the infusion set after bathing. A nurse tried to remove the feces between the t connector and injection site. According to the nurse, he/she unscrewed the connection slightly at that time. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.